Event description:
Per sales rep, the facility just informed him of the removal of some product from a pt - actual removal date is unk. The facility reported that the pt was non-compliant; as a result the pt developed an infection. The original surgery and implantation occurred on (B)(4) 2009 at a different facility. The surgeon has no complaints regarding the integrity of the implants, and no further information is known per the sales rep.

Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.